Manufacturer narrative:
The micropace stimlab cardiac stimulator was evaluated by boston scientific. Equipment failed the visual inspection as it presented a damaged case, a missing pin on vga cable, and the remote monitor cable cut off. A functional test was performed with no success; when the computer cabinet was connected to power, the pc would not turn off. Once connected to touchscreen, no signal was detected due to missing pin on vga. Laboratory analysis was able to confirm the reported clinical observation of failure to power up which led to the cancellation of the procedure.

Event description:
It was reported that the event was cancelled/rescheduled with unknown sedation status. It was reported that a micropace stimlab cardiac stimulator was selected for use. Unit was recently worked on by a field service engineer and was working fine, however, unit is now continuously rebooting when powered on making it impossible to perform cases and to troubleshoot. Bad unit is suspected. Procedure was cancelled/ reschedule. No further information was provided regarding patient outcome. A field service engineer service was later performed. Monitor functionality was good, but the vga cable connected from stimlab was missing pins. The stimlab was burning out (smelt burning from stimlab) probably due to power issues. The sgu was having power supply issues (losing power mid use) as well as the connections in the back had pins stuck in them. The serial cable that leads to the lab is damaged this also could have affected power issue with the stimbox. Serial cable was left with hospital for clinical engineering to run a new one. New equipment was installed and is now running without any issues.

Event description:
It was reported that the event was cancelled/rescheduled with unknown sedation status. It was reported that a micropace stimlab cardiac stimulator was selected for use. Unit was recently worked on by a field service engineer and was working fine, however, unit is now continuously rebooting when powered on making it impossible to perform cases and to troubleshoot. Bad unit is suspected. Procedure was cancelled/ reschedule. No further information was provided regarding patient outcome. A field service engineer service was later performed. Monitor functionality was good, but the vga cable connected from stimlab was missing pins. The stimlab was burning out (smelt burning from stimlab) probably due to power issues. The sgu was having power supply issues (losing power mid use) as well as the connections in the back had pins stuck in them. The serial cable that leads to the lab is damaged this also could have affected power issue with the stimbox. Serial cable was left with hospital for clinical engineering to run a new one. New equipment was installed and is now running without any issues.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.